Manufacturer narrative:
Medtronic representative went to site and performed a system checkout. It was reported that the computer had a failure in boot-up. The computer was replaced and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to medtronic for analysis. Testing was conducted and they were unable to reproduce the issue. There were no failures found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Concomitant medical products: product ID: 9734477r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that tracer is not always possible and the computer's performance was bad.